Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 443 mg/dl. Customer had blood glucose level of 434 mg/dl. Customer was treated with manual injection. Customer stated that drops appear at the end of the tubing. Customer did not allege insulin pump for under delivering. Customer stated that the insulin exited with quick release. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.